Event description:
It was reported that during pt care, batteries had low run times. Battery serial numbers are (B)(4). Pt outcome was not reported. No other info was provided. Battery sn (B)(4), MFR report # 3003793491-2013-00377, 00378.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.